Event description:
A report was received that a pt was explanted due to (B)(6) infection. The pt had been experiencing swelling, pus and fluid leakage at the lead site. The physician explanted the entire scs system and prescribed the pt oral and IV antibiotics. The physician did not believe that the infection was device related. The pt was reportedly doing fine after the explant procedure.